Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of reaction. Areas of redness around where the surgical glue was touching the skin and in the shape of the bandage that was over her umbilicus. Name of surgery? (Robotic procedures) rtlh bso - robotic total laparoscopic hysterectomy with bilateral salpingo oophorectomy. What was the procedure date? (B)(6) 2021. What date /day post op was the reaction noted? (B)(6) 2021. Was prescription strength medication treatment provided? Methyl prednisone. Was any surgical intervention performed? Please describe how was the adhesive was applied. Prep used: chloraprep. What prep was used prior to, during or after adhesive use? Prep used: chloraprep. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi? Pt ID: (B)(6), gender: f, dob: (B)(6), bmi: 25. Patient pre-existing medical conditions (ie. Allergies, history of reactions) none. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported patient underwent a rtlh bso - robotic total laparoscopic hysterectomy with bilateral salpingo oophorectomy on (B)(6) 2021 and topical skin adhesive was used. Patient had reaction with areas of redness around where the surgical glue was touching the skin and in the shape of the bandage that was over her umbilicus. Patient treatment was methyl prednisone. No device will be returned. Additional information has been requested.